Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a2, a3, b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. A2: dob/age: possible year 1959. D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient requires revision due to poly wear, with no revision having been performed since 2009. The pmi department is currently working to manufacture new poly components for the patient, and the operating room has not yet been scheduled for the procedure. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is confirmed based on the medical records provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient¿ is being considered for a revision due to implant wear. No revision surgery has been scheduled at this time. Attempts to obtain additional information have been made; however, no more information is available at this time.